Event description:
It was reported that prior to starting a da vinci surgical procedure, broken wires were identified on a mega needle driver instrument. There was no allegation of harm or injury to a patient. There were no reports of fragment(s) falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.